Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is shutting off. Customer stated that it stopped three times and alarmed no delivery. Customer woke up and the blood glucose value was just under 500 mg/dl; treated with manual insulin injection. Blood glucose went to 299 mg/dl after manual injection and then 287 mg/dl. Customer stated that there are bubbles in the reservoir and it is almost empty, customer changed the reservoir and stated that when filling it, the plunger fell out and he lost some insulin, he was trying to put it back together and he is having a hard time pushing it. Customer changed the infusion set. He recently had eye surgery and cannot see with his right. He attempted a 1.0 unit manual prime; blood glucose was 277 mg/dl after the bolus. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and stained address and serial number label.